Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in the hospital for less than 24 hours.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction b6 relevant tests/laboratory data,inclu - correction g3: date received by mfg - additional information g6: type of report - updated/follow-up h2: type of follow up - correction/additional information h10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient had a seizure and bit his tongue. The parent took a bg reading which was 3.5 mmol/l and there were no cgm values provided for that time of the event. The mother called an ambulance and the patient was taken to the hospital. The patient was treated with glucagon but there was no documentation who administered the treatment and paracetamol (pain killer) administered at the hospital. Shortly before the patient was discharged from the hospital the cgm was reading 15.0 mmol/l and the blood glucose reading was 9.7 mmol/l. The patient was discharged the next day. At the time of the report the patient was still tired and a bit annoyed. It was reported that they suspected that the cgm reading was showing too high and possibly too much insulin was administered to the patient by the pump. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.